Event description:
It was reported that the customer's device was failing its user test and had its service indicator illuminated. After an evaluation of the device, it was observed that the device had logged a potentially critical event code. The event code is related to the device not having the ability to function in AED mode. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to an electrically leaky capacitor, designator c160.